Event description:
The physician intended to use an nc sprinter balloon to treat a very calcified rca lesion which had required rotablation. After several failed attempts to deliver a non-medtronic stent distally, multiple pre-dilatations were carried out and another non-medtronic stent was implanted in the distal lesion. A non-medtronic stent was then used in the proximal segment and delivered without incident. The nc sprinter balloon was then used to post dilate the stent. The balloon ruptured during the attempted inflation to 18 atm. At this point, the physician could not remove the balloon from the stent. An attempt was made to inflate balloons in and around the nc sprinter, as well as multiple wires and a guideliner to dislodge the balloon with no success. The physician decided to use force to remove the balloon; however the distal balloon segment detached and remains in the patient. Multiple attempts were made to snare the remaining material with no success. No other clinical sequelae have been reported. Evaluation summary: the transition shaft had detached 7.5cm distal to the hypotube bond. The detachment site was stretched and jagged. The distal end of the detachment, including the balloon, were not returned for evaluation. The hypotube was kinked in numerous locations.

Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (very calcified rca - most likely contributed to the balloon rupture and subsequent detachment). Failure to follow instructions (force used in an attempt to remove device). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (very calcified rca - most likely contributed to the balloon rupture and subsequent detachment). User error contributed to event (force used in an attempt to remove device).